Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: catheter. (B)(4). Final analysis of the pump found no anomalies final analysis of the catheter found no anomalies.

Event description:
It was reported that patient's device system was explanted due to an infection of (B)(6). It was noted that there was no patient injury. About three weeks later, it was reported that the infection had resolved. The patient had been treated with perioperative antibiotics and post-operative intravenous and oral antibiotics. Additionally, the only reported sign or symptom of the event was "pocket erosion." It was also reported that prior to implant, the patient was either suffering from malnutrition or was extremely thin. The drug used in this system was lioresal.